Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that following an unrelated surgical procedure. Wherein, the device was not placed into surgery mode. The ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein, ipg was explanted and replaced to address the issue.